Event description:
It was reported that a time base error was experienced.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a time base error. Functional testing included occlusion testing. The investigation was unable to duplicate the reported error. The main board was replaced as a preventive measure. No causes or potential causes to the customer's reported problem were found during the DHR review., corrected data: d4: corrected model number.